Event description:
The FDA approved vysis fish her2 probe kit demonstrated an equivocal range her2 test result for this pt, but the oncotype test for her2 was negative. This is a serious test discrepancy that can result in a pt who is eligible for targeted therapy with this result, (which is considered to be a positive result) not getting targeted therapy because of the erroneous false oncotype rt-pcr her2 result. The test discrepancies may cloud clinical judgment. If a clinician chooses not to treat this pt based on the oncotype her2 result, the standard of care will not be met, and litigation becomes a serious issue for this case. In our experience, the her2 component of the oncotype dx test misses 100% of her2 equivocal cases assayed by the FDA approved vysis probes.